Event description:
It was reported that the patient had the artificial urinary sphincter (aus) removed due to fluid loss. The patient underwent a CT scan and it was determined that the ams 800 aus system had no contrast fluid. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. No patient complications were reported.